Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) unit turned on and on standby, when screen went black, with critical alarm going off. There was no patient involvement.

Event description:
N/a

Manufacturer narrative:
It was reported that the cardiosave intra-aortic balloon pump (iabp) unit turned on and on standby, when screen went black. A getinge field service engineer (fse) stated successfully ran simulated treatment with training catheter and trainer upon initially testing unit. Identified code 125, electrical test failure code 12, thus pointing to the front-end module. To resolve issue replaced suspect front end module and installed required sw b.14. Doppler tray broken, external to the unit. Replaced chassis bin storage. Batteries were currently on back order to be replaced once available. Unit calibrated and passed all functional and safety tests per factory specifications. Returned to customer and cleared for clinical use. There was no patient involved. The defective components were received for further investigation. The failure analysis and testing dept. Received part front end module with a reported unit failure of failure code 125. The failure analysis and testing dept. Performed a visual inspection and observed a white residue on the front end module. Based on past experience, this residue is consistent with saline. CAPA 14-ca-0097 has been initiated to address this residue. Due to the saline damage and the risk it poses to the test equipment, this part cannot be investigated any further by the failure analysis and testing dept. Retained the front end module in the failure analysis and testing department per procedure number 0002-07-d008 rev. Ak. The non-conformances with the returned components were confirmed. However, the root cause or the most probable root cause is impossible to define.

Manufacturer narrative:
Updated field: b4, g3, g6, h2, h6, h10, h11. Corrected field: h6 (type of investigation). The failure analysis and testing dept. Received part number 0670-00-1164 front end module serial number (B)(6) with a reported unit failure of failure code 125. The failure analysis and testing dept. Performed a visual inspection and found the board to be in good condition. The failure analysis and testing dept. Installed part number 0670-00-1164 front end module serial number (B)(6) into the cardiosave test fixture serial number (B)(6) and tested the board to factory specifications per procedure number 0002-07-d016 revision e and the cardiosave service manual part number 070-00-0639 revision r. The fat could not very the failure of code #125. The board passed testing. The failure analysis and testing dept. Received part number 0670-00-1164 front end module serial number (B)(6) the supplier. The failure analysis and testing dept. Performed a visual inspection and found the part to be in good condition. After the supplier adjusted pins r15 and j9, they performed an in-circuit test of which all tests passed. The supplier could not verify the failure of code 125. The board passed testing. The failure analysis and testing dept. Installed part number 0670-00-1164 front end module serial number (B)(6) into the cardiosave test fixture serial number (B)(6) and tested the to factory specifications per procedure number 0002-07-d016 revision e and the cardiosave service manual part number 0070-00-0639 revision r. The board passed testing. Retaining the board in the fat per procedure number 0002-07-d008 rev.aq. The non-conformances with the returned components were not confirmed. However, the root cause or the most probable root cause is not confirmed.

Event description:
N/a.